Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 377745, lot# n0030362, implanted: (B)(6) 2005, product type: lead. Product ID: 377745, lot# n0042225, implanted: (B)(6) 2005, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3888-33, lot# v042634, implanted: (B)(6) 2007, product type: lead. Product ID: 3888-33, lot# v042634, implanted: (B)(6) 2007, product type: lead. Product ID: 3888-45, lot# v042640, implanted: (B)(6) 2007, product type: lead. Product ID: 3888-45, lot# v042640, implanted: (B)(6) 2007, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a burning sensation when they turned on two of their peripheral implantable neurostimulators (ins). The patient reportedly had those two devices set at 6.0 volts and they were "not doing as much" because the patient's pain location was in the middle of their spine. The patient stated the "electricity is just as bad as the pain." It was also reported the patient's devices had been reprogrammed eight times and the patient stated "it was as good as it gets." It was also reported the patient had spinal stenosis from an injury at work and had a surgery done that "messed up a disc." It was noted the patient used a scooter or wheelchair, or crutches for short distances. It was also stated the patient had numbness down the back of their leg, pain down the front of their leg and their back was "ridiculous no matter what the doctors do or prescribe." The patient reportedly did not use the two devices in the back due to the burning but he did use the "main" device and it was set at 10.5volts. Additional information from the patient's physician indicated the patient underwent "revision" surgery due to a "lead break." A supplemental report will be filed if additional information becomes available. It was unknown at the time of report which two of the patient's three implanted devices were referenced. Because of this, a report was filed on all three of the devices. Please see MFR report # 3004209178-2013-07083.

Event description:
Additional information stated the patient¿s main device was the first one he put in and it did ¿a lot of good¿ and was ¿placed perfectly.¿ it was noted this device covered the waist down, and the two peripheral stimulators covered the back. Information indicated the patient¿s numbness was related to the patient¿s primary implant that covers the waist and down. See manufacturer report # 3004209178-2013-07083 for the primary neurostimulator. See manufacturer report #3004209178-2013-07085 for the other peripheral neurostimulator.